Manufacturer narrative:
Pending investigation. Concomitants: 5381389 02-020-13-0240 - truliant cr cem fem cr cem left sz 4 5508312 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t 5406513 02-022-51-4009 - truliant tib imp crc insert sz 4, 9mm 5450724 200-02-38 - three peg patella 38mm.

Event description:
As reported via legal documentation, on (B)(6) 2018, this patient underwent a left total knee replacement surgery and was implanted with a truliant device, including a truliant crc tibial insert, size 4, 9 mm made of polyethylene. As early as (B)(6) 2019, less than 3 months after the initial surgery, one of their treating doctors observed a small amount of laxity in knee flexion, and the patient thereafter experienced intermittent swelling. Thereafter; the problems grew worse as plaintiff experienced persistent pain and swelling of his left knee, and instability in his left knee, which would repeatedly buckle after standing for long periods of time and made frequent popping and clicking sounds. On (B)(6) 2020, patient was diagnosed with lucency at the interface of hardware and bone involving medial aspect of the left tibia, which the doctors noted was "worrisome for loosening." On (B)(6) 2020, patient's surgeon noted that their frequent effusions may be due to increased laxity and tibial loosening. On (B)(6) 2021, patient's surgeon observed that their experienced associated clicking and popping in knee, and that the "gross instability" in their left knee "severely affected his quality of life and work." It was thereafter decided by their doctors that a left knee arthroplasty revision surgery was needed. The patient's doctors diagnosed him with "failed arthroplasty left knee," and "left knee increased laxity," and he underwent revision surgery of his left knee on (B)(6) 2021, approximately 2 years 6 months after their initial implantation. During the revision surgery, the patient's surgeon stated that "the knee was noted to be lax, both in flexion and extension with the current poly inside." At this point their surgeon removed the polyethylene tibial insert and replaced it with a new truliant crc tibial insert with increased thickness, 13 mm, to promote stability. Upon information and belief, the loose components in the patient's left knee were caused by premature polyethylene wear of the tibial insert. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Sh6: corrected the following: health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions manufacturer narrative updated: the reason for the revision reported cannot be determined from the available information but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. However, the reported prosthesis wear/failure and instability could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as no images or radiographs were provided, relevant clinical information was not provided, and the devices were not available for evaluation.